Manufacturer narrative:
B5: upon further information, the return screwed connector was not disconnected from the threaded connector, but detached because the line to be secured was not fixed. H10: the actual device was not available; however, pictures of the sample were provided for evaluation. During visual inspection of the provided photographic sample, the disconnection could not be visualized due to the presence of tape. Due to the nature of the provided samples, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported the blood line was observed disconnected from the prismaflex st100 set during continuous renal replacement therapy. When the line was noted, the nurse immediately reconnected the blood line and prismaflex set. The blood was returned to the patient and the patient was then disconnected from the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.